Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. Correction is also being made to the b5 event description, as no malfunction was reported by the customer. The investigation remains ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The device was returned as part of the asset return process and there were no allegations of device malfunction reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had movement at the forceps entrance. There were no reports of patient involvement.